Manufacturer narrative:
Load cell, nut in lift motor.

Event description:
It was reported by svc report that the bed scale values are not accurate and bed exit will not function. The foot end also has a very slow drift in the hi / low motor. No pt involvement or adverse consequences are reported.